Manufacturer narrative:
Product ID 3889-28, lot# va02ssf, implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated the rep told her he was going to "clear out all the programs and start all over". The patient reported gradual return of frequency and vaginal and rectal pain. Patient stated her stim was too high which was the cause of the vaginal and rectal pain. Patient stated she was not "retarded" and was able to decrease the stim which resolved the vaginal and rectal pain. The patient stated this happened "at least a couple of weeks ago." Additional information was received from the patient. The patient was calling to get a hold of the manufacturer representative to have their battery status checked and for possible reprogramming. The patient stated they had been going to the bathroom more and each setting they tried was not comfortable. They stated if they went any higher it became painful in their rectum. The patient said that one of their settings they felt burning pain in their leg if they went any higher. They stated the day prior they had to turn it off because it was so uncomfortable. Additional information was received. The patient reported that since implant they were having trouble finding the right setting and recovering after surgery. They stated their healthcare provider almost removed the device in the beginning since it was so problematic. They stated they had only ever been able to use one setting for all of the years because the other settings caused them rectal pain, leg pain, shocking and burning. The confirmed they no longer had the leg pain, rectal pain or shocking, but they still had the burning sensation on program 4. Caller stated that the burning got activated when they used the external equipment to check the therapy settings. On the call when they checked the therapy settings they were on program 3 at 1.9v, not program 4 like they thought. They stated the burning must be new burning that occurred sometime between their call on march 27, 2019 and the day of the report. Caller stated they had always thought the leads were in the wrong location because of this. They reported they met with a rep and the rep wanted clear off all the patient's programs and start fresh, but they were never able to because the rep left the company. The stated they had just been on program 4 since that was the least problematic setting. Caller stated that program 4 made them use the bathroom, but was giving some relief. The also stated that since implant their ins site had always hurt if it was bumped. The stated the pain was 'like through your elbow kind of pain'. They stated that their healthcare provider said that the site would be tender in the beginning, but it had always hurt. They stated they could be reminded very quickly that the ins was present if they bumped the site, it was confirmed the site didn't hurt unless bumped. On the call, the patient checked their therapy setting and they were on program 3 at 1.9v. Caller stated that program 3 may be closer to the nerve that was aggravating the back pain. They also mentioned they had no idea when they changed to program 3. They stated that the pain occurred in certain movements and positions. They stated that program 3 made it hard to go to the bathroom, they could hold it for a long time, but hardly anything came out. They asked if anyone else had electrical shocks when the ins was close to depleted, this conflicted with previous information where the patient stated they were not experiencing shocking. Caller stated that the device had never been perfect for them, but they would recommend it. They stated they went to their healthcare provider and they were told the ins had 0-1 month of battery left so they were getting it replaced the following week. No further complications were reported or anticipated. Omitted information from (B)(4)-infection (other patient).